Event description:
It was reported that the 9600 system had a charger failure error during a case. The 9600 system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery charger board connection was repaired during the service call. The system was tested, and found to be working as intended, and put back into service.